Event description:
It was reported that the patient, with an artificial urinary sphincter (aus), presented with erosion around the cuff. The device was explanted. No additional patient complications were reported.